Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000440283 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working during branch ligation. The tool stopped delivering energy. The power started dwindling, then timed out and stopped working, the wire came off the jaw. The heater wire detached from the jaw but did not completely detach and fall off into patient. A portion was still adhered to the jaw. Pa had to open a new kit to complete the case. She was burning a big branch, and experienced a lot of bleeding when the device stopped working. There was a delay of time to get another kit and set it up. A a drain was placed at the end of the case to address the bleeding. Patient is in stable condition.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.